Event description:
Complainant alleged that the clinicians were attending a patient who was in cardiac arrest. The clinicians determined that the patient was presenting a ventricular fibrillation heart rhythm. They administered one 200 joule shock to the patient, but when they attempted to charge the device to 200 joules, the device displayed a "cannot charge" message. The device then displayed a "shorted discharge" message. The medics then obtained another device and defibrillated the patient without further incident. The patient subsequently expired, but the complainant indicated that the patient outcome was not as a result of the reported malfunction.